Event description:
Eea stapler misfired and did not eject enough staples to close the anastomotic site. After removal of the stapler, surgeon observed a hole at the site, required dr. To revise the resection of the sigmoid colon. New stapler was used and surgery completed without further incident.